Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor smooth round moderate profile 225cc , catalog number 3501630, serial number (B)(4), lot number 6467191. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 225cc and experienced deflation on the left breast implant. As result, the patient will undergo removal on (B)(6) 2019.

Manufacturer narrative:
On 7/8/2019, a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. On 7/17/2019, during visual evaluation some folds/ creases were observed in the anterior view. Leak testing revealed a tear within the crease in the anterior view measuring approximately less than 0.1 cm. No other anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. It is possible that the root cause of the rupture was the car accident in which the patient was involved. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/6/2019, it was verified by the clinician that the patient was involved in a vehicle collision in (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/18/2019, the date of explantation was (B)(6) 2019. The replacement devices were mentor memorygel breast implant 425cc, catalog 3504254bc, sn (B)(4), lot 7595336 on the left breast implant and mentor memorygel breast implant 425cc , catalog 3504254bc, sn (B)(4), lot 7561356 on the right breast implant. The serial number of the affected device was (B)(4), lot 6534063, catalog 3501625, mentor smooth round moderate profile 200cc. The replacement devices were natrelle brand. On 6/19/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).